Event description:
The mother of the pt stated that, the pt's infusion sites are falling off of his body. The mother stated, that this issue began with the pt's current box of infusion sets. She stated that, the pt is active in sports and he does sweat a lot. It was suggested to the mother that, the pt try using mastisol to keep the infusion site in place. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.